Event description:
On (B)(6) 2013, the identities of the patients in the study were provided. Good faith attempts for further information have been made but no additional information has been received.

Event description:
The abstract of the article, "palliative epilepsy surgery in aicardi syndrome: a case series and review of literature" was received and reviewed. The purpose of the article, described that aicardi syndrome (as) is a severe neurodevelopmental disorder characterized by the triad of seizures, agenesis of corpus callosum, and chorioretinal lacunae. Seizures in as are typically frequent, of various types, and refractory to medical therapy. Optimal treatment of seizures in as remains undetermined. This article reports on a series of four patients with aicardi syndrome who underwent surgical management of their epilepsy; including two with corpus callosotomy of a partial corpus callosum and three with vagus nerve stimulator implantation. Seizure outcome following corpus callosum or vagus nerve stimulation in patients with aicardi syndrome was variable, and ranged from near complete resolution of seizures to worsening of seizure profile. Case 4 was in regards to the patient that experienced more severe seizures and the patient was holding her breath with them for a few seconds. No improvement in seizure control was noticed with modification of AED regimen. It was reported that no significant improvement in seizure control was noted with vns therapy. Attempts to obtain additional information have been unsuccessful to date. The events experienced by the case 3 patient were reported in MFR. Report # 1644487-2011-01387. The events experienced by the case 2 patient are reported in MFR. Report # 1644487-2013-03035.

Manufacturer narrative:
Analysis of programming history. Age at time of event, corrected data: previously submitted emdr stated that this information is unknown; however, it is known. This report is being submitted to correct this data. Date of event, corrected data: previously submitted emdr stated that this information is unknown; however, it is known. This report is being submitted to correct this data. Brand name, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model number, serial number, lot number, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Implant date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
Review of patient programming history shows data from (B)(6) 2011 (just after implant) to (B)(6) 2012. Device settings were gradually titrated up from 0.25 ma output current. At 6-months post-operatively ((B)(6) 2012), the device was programmed to 2 ma output current. Diagnostics throughout the history were within normal limits.